Event description:
A pt with an unk medical history underwent a craniotomy (date not reported). After the procedure, the dura was sutured and bioglue was applied to the suture line to create a water-tight seal (not an indication for use in the u.s. Product labeling). Some time after surgery, the pt experienced a sterile inflammatory reaction requiring reoperation. According to the report, post-operative epidural fluid collections were performed. No other info has been provided by the user facility and attempts to contact the surgeon have been unsuccessful. The current status of the pt is unk. This represents the second of two identical cases reported to cryolife simultaneously by the user facility.